Manufacturer narrative:
(B)(4). The device was received with the upper jaw detached returned and the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric bypass procedure, the jaw broke during the case and they didn't notice the jaw piece was missing. The jaw piece was inside peritoneum and was removed without difficulty. The case was completed with another device of the same product code. There were no patient consequences reported.